Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints files didn't find any other complaint with associated lot number. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. This report is the final report being submitted by vasorum unless otherwise requested by the FDA.

Event description:
It was reported that the physician could not complete step 2 of procedure with a 5f device because the device kept turning, getting stuck and not releasing the implant. Both the delivery system and implant were retracted through the vessel wall. The procedure was completed with manual pressure. The implant was disposed of and the delivery system was returned to vasorum for testing & evaluation. The patient was reported as fine. No harm or injury to the patient was reported.